Event description:
Information received from the field notes that the patient had two open heart surgeries. The patient was cardioverted and in terrogation of the device showed ddd mode with >3000 ohms on both atial and ventricular channels. No pacing was noted in doo mode. The patient later expired due to cardiac arrest, not pacemaker related.~